Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspection & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in track, yes(24) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that instrument was conforming with regard to staples feeding, firing and forming. Instrument was examined, was found to be functional, and was cycled, fired and propery formed remaining 24 staples without incident. No conclusion could be reached as to why reported instrument "jammed" during surgery.

Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.